Manufacturer narrative:
On 08/20/2019, the suspected medical device (right) was returned for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Replacement device: 750cc mentor memorygel breast implant, catalog #:3507504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/19/19, the investigation on the suspected medical device was completed. Investigation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it was observed to be ruptured. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a revision breast augmentation with two 500cc mentor memorygel breast implants and experienced postoperative bilateral-rupture. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral implant removal on (B)(6) 2019. At the time of this report, mentor has received no information regarding replacement implants. This medwatch form is for the right prothesis